Event description:
It was reported that an automated pd set with cassette leaked solution during the first dwell cycle of peritoneal dialysis (pd) therapy. The technical services representative (tsr) advised the patient to restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.